Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause episode was seen on a remote transmission. Further review of the issue determined that the episode was likely a false pause due to ventricular undersensing because of a loss of contact. Patient was asymptomatic. Patient will go in to clinic for programming changes.